Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a failed downstream occlusion test was reproduced. A review of the event history log revealed multiple 'downstream occlusion!' Messages but cannot determine if the alarms were within appropriate pressure ranges. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a force sensor that was not functioning as intended. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed a downstream occlusion test at six (6) pounds per square inch during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.